Event description:
A dual chamber implantable pulse generator (ipg) system was returned to the manufacturer from an unknown person with no information. Further review of the manufacturer's database indicated the patient died approximately five months post the ipg system implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Follow-up is in progress. The decision to report was determined based on information that was available at the time of decision. Should additional information become known through follow-up, it will be added to the event and processed accordingly. A cause of death was requested and not received. Concomitant product: 407652 implantable pacing lead 2011 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: (B)(4)- the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual analysis performed only. Performance data was collected from the device and analyzed. Analysis revealed no lead anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.